Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, the visual inspection did show that the helix was bent/distorted and there was blood noted in the helix mechanism.

Event description:
It was reported during the implant procedure that the helix was blocked and the physician was unable to advance or retract the helix. The lead was not implanted. No patient complications have been reported as a result of this event.